Manufacturer narrative:
Unique identifier (UDI) # (B)(4). This event occurred in (B)(6). The ise electrode was changed the day before the event. The calibration and qc were acceptable. Based on the lack of information that was provided, the investigation could not distinguish between ise/reference flow problems, mis-sampling of the sample material or other human or sample related factors. Further investigation could not be performed. The cause of the event could not be determined.

Event description:
The initial reporter received questionable ise indirect na+ for gen.2 results for 1 patient sample on a cobas 4000 c (311) stand alone system module. The initial result was 115 mmol/l. The sample was repeated as it was very low according to the patient's history. The repeated result was 141 mmol/l. The results were reported outside of the laboratory. The electrode lot number and expiration date were requested but not provided.